Manufacturer narrative:
Event date is on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was prescribed levofloxacin (dose, route, frequency and duration not reported) for peritonitis treatment. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.